Manufacturer narrative:
Bl (other)- product was requested to be returned and has not been received in for evaluation. Note: this report is based solely on the customer reported issue. At this time and without the return of the device the complaint cannot be confirmed. The instructions for use were reviewed and determined to provide adequate instructions for the safe and effective use of the device. A preventive action was initiated for awareness. All complaints are trended and reviewed by management on a monthly basis . As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer reported a hair was found in the c-arm drape while opening for a case. There were no serious injuries reported.